Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was implanted and had loss of capture (loc), overnight. The patient has complete heart block, with a heart rate in the twenties. The patient was brought back to the lab in the morning and the rv lead was successfully repositioned. No additional adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.